Event description:
It was reported the subject device had no image and then after 10 to 15 minutes the image appears. The issue occurred during preparation for use before an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to broken cable, the image was not displayed; cause traced to component failure. Olympus will continue to monitor the performance of this device.

Event description:
It was reported the subject device had no image and then after 10 to 15 minutes the image appears. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.